Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and complex reg pain syndrome type I. The patient stated that the overstimulation hadn't been resolved. No one had called the patient from the doctors office.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that whenever he sneezed, coughed, or laughed he felt a jolt of overstimulation that would make him lose his balance. It was noted that this issue didn¿t start until after adaptive stim (as) was programmed on (B)(6) 2016. The last time the patient went to a nurse practitioner, it was noted that the programming was changed but unknown if the issue got better or worse. The patient later reported on (B)(6) 2016 that they had an appointment with their doctor on (B)(6) 2016 for device programming to match their pain level. Less stimulation was also needed. The overstimulation issue had not been resolved at the time of the report. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as non-malignant pain and complex reg pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.